Event description:
The serial number was not provided by the customer. No duplicate service order is found in the philips trackwise / servicemax database. There was no patient involvement.

Manufacturer narrative:
Correction was made to "describe event or problem" field.

Event description:
The customer reported the device cannot discharge during testing. There was no patient involvement.